Event description:
It was reported that during a pacemaker replacement procedure, the chronic non-boston scientific right atrial (ra) and right ventricular (rv) leads were not able to be fully inserted into the device header. The set screws were confirmed to be loosened, the ports appeared open, but even with applied force, the terminal pins could not be inserted properly. The physician implanted new boston scientific leads to ensure compatibility, but the same issue was observed. The new leads were also not able to be fully inserted into this pacemaker. Therefore, a new device of the same model was provided and the new leads were connected without issue. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a pacemaker replacement procedure, the chronic non-boston scientific right atrial (ra) and right ventricular (rv) leads were not able to be fully inserted into the device header. The setscrews were confirmed to be loosened, the ports appeared open, but even with applied force, the terminal pins could not be inserted properly. The physician implanted new boston scientific leads to ensure compatibility, but the same issue was observed. The new leads were also not able to be fully inserted into this pacemaker. Therefore, a new device of the same model was provided and the new leads were connected without issue. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.